Manufacturer narrative:
As of today, no additional information is availble and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was seen for pre-operation clearance. The system was checked and displayed noise that was oversensed and led to pacing inhibition with greater than two seconds of asystole for the patient. Lead diagnostics were performed and were normal. No noise was able to be recreated. No additional adverse patient effects were reported. The system remains in service.